Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center during a diagnostic upper or lower endoscopy procedure, found that the endoscope momentarily blacked out. The procedure was completed using the same equipment and there were no reports of patient harm. This is report 1 of 2. For details relating to the second event, please see report with patient identifier (B)(6).